Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 row board was not detected on bus. The technical support specialist changed the speed and duplex to 100 mbps half duplex to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device was performing slow. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.